Manufacturer narrative:
The device associated with this report has not been returned. Examination of provided product photos does confirm the liner is fractured as reported. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During impaction, the liner broke causing a 1 hour delay in surgery.